Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: as described by customer: "one is not clear and the other maybe it was burned, cannot see anything" update 24th jan: what was experienced? It happened when the surgeon was using vapr coolpulse 90 electrode, the image suddenly disappeared. With the second scope, the image was not clear noticed during the procedure. When did this occur? It happened last december, and the second happened first week of january. How was the issue noticed? (During inspection, during surgery, etc¿) during surgery. If during surgery, was the procedure completed successfully? How? Yes, surgery were completed. Had to open another set. Was there any delay caused by this event? Please estimate any surgical delay, even if under a minute (or indicate ¿none¿ to confirm there was absolutely no delay). A little delay as we have to open another set. Was there any patient involvement? (Ie: was the patient under anaesthetic¿) yes, patient on the table. Was there need for any unanticipated medical intervention as a consequence? No. Were there any adverse consequences to the user/patient? If so, please specify. None. Are they available to be returned to us? Yes. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a cracked lens. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.